Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident it was 200 mg/dl, current blood glucose is 455 mg/dl. The customer reported that they received no delivery alarm and insulin was exited with no alarm during prime. The customer treated high blood glucose with bolus with the insulin pump and drive support cap was normal. The customer was neither hospitalized nor admitted for high blood glucose. The high pressure test was performed on insulin pump and result of test was they received no delivery alarm. The insulin pump will not be returned for analysis.